Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim/pink and there was contamination found under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was torn over the ok button and exposed the key contact. All of the keys responded appropriately. There was contamination under all key contacts. The display screen was dim/pink and the display lens was scratched. (B)(6).